Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/23/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unusual pain, tingling, swelling, numbness, or burning of the breast.

Event description:
Patient reported for left side ¿unusual pain, tingling, swelling, numbness, or burning of the breast". Patient also reported "lupus, scleroderma, rheumatoid arthritis, sjogren's disease and crest syndrome" which are not related to the device. The device remains implanted.